Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
A peg on the backside of a triathlon #5 express 4:1 cutting block broke off when the cutting block was being removed from the resected bone. There was no issue with finishing the case, as the 4:1 cuts had been made and the broken peg was removed from the patient's bone easily. The required cuts had been made at the time of breakage (i.e... Removal of cutting block) and it wasn't required again.